Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The valve was not returned to edwards lifesciences for evaluation as it remains implanted in the patient. Per the instruction for use (IFU), valve stenosis, regurgitation and device degeneration are potential risks associated with the use of the bioprosthetic heart valves. Valve degeneration may present as an increased gradient/velocity, decreased valve area and/or central regurgitation. This may result in symptoms such as sob and decreased exercise tolerance. Structural valve degeneration (svd) refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In this case, based on the limited information available, the root cause of the valve stenosis 11 years post deployment cannot be confirmed, but may be related to the patient¿s co-morbidities, age of the valve or pre-existing valvular disease process. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported by our affiliate in (B)(6), 11 years post implant of a 23mm sapien valve in the aortic position by the transfemoral approach, valve leaflet degeneration and central regurgitation were observed. A 23mm sapien xt valve was successful implanted in the previous sapien valve during a valve in valve (viv) procedure. At the time of the report, the patient was in stable condition. Both valves remain implanted in the patient.